Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead exhibited reproducible noise on the shock electrogram preciptating two inappropriate shocks and pacing inhibition. The noise is reproducible with valsalva. All lead measurements are normal and consistent. The sensitivity is programmed to nominal. It is reported there may be friction between this lead and another implanted lead which is causing the noise.